Event description:
"S/p b sq mastx's for fcd w/ sq 300cc silastic gels. These became deformed and painful, so" pt "had b 'lifts' done which failed to improve the problem. Had redo of lifts & replacement w/ 300cc dc gels. Per pt &" family "recollections there were ruptures involved. No notes. C/o cont'd deformed appearance, pain and numbness. No decreased size or h/o trauma. In addition, had developed severe disabling systemic sx's within 6 mos of receiving implants. These include arthralgias (+ am stiffness)/myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturb, adenopathy, low grade fevers, sweats/chills, headaches, visual changes, vertigo, memory loss, sicca, hair loss, sens sun/cold (+ raynaud's), sob/cough, cp/costochondritis, hypertension, wgt gain, gi/gu disturb, hearing loss & l shoulder. Pt is otherwise healthy."